Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation (a fib), a farawave 31 mm catheter was selected for use. The catheter was prepared per directions for use (dfu). After ablating in the left superior pulmonary vein (lspv), the physician had difficulty pulling back the guidewire. There was no evidence of wire entrapment. Out of caution, they decided to replace the catheter. The procedure was completed without patient complications. The catheter was disposed and therefore will not be returned.